Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (drillsl 8/4 l184 f/femur f/modad green, part number 356.213, lot number 9028151). The subject device was returned with the complaint condition stating: the visual inspection of the returned item has shown, that the spring is strongly damaged. The item is all in all in good condition and shows no sign of missuse. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complaint were found. These instruments are checked for dimensions and for functioning per 100% before they leave the manufacturing facility. We are not able to determine the exact cause of failure; the complaint is determined not to be a result of a detected product related deficiency. Although the exact cause cannot be determined, this complaint condition is likely a result of repeated use and wear over the life of the device; the complaint is determined not to be a result of a detected product related deficiency. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Unknown. Device is not distributed in the united states, but is similar to device marketed in the USA device is an instrument and is not implanted/explanted. Date returned to manufacturer. Reporters phone number: (B)(6). The 510k# unknown: subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part #356.213 / lot #9028151 manufacturing location: (B)(4). Manufacturing date: 10.jul.2014 no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the receiving loan set from distributor (B)(4) centre specialist checked it and found out that broken spring retainer guide. No surgical delay is reported. There is no patient involved. Complaint involves 1 part. This report is 1 of 1 for (B)(4).